Manufacturer narrative:
Visual examination of the returned device found dried blood on the tip and a metal clip protruding through the probe tip suction/irrigation holes. The metal clip lodged between one set of suction/irrigation holes was identified as a ligature clip. It would appear that the ligature clip had possible become lodged in the suction/irrigation holes on the probe tip when suctioning during the surgical procedure. The event as reported was not device related.

Event description:
As reported to davol: on (B)(6) 2014 - during a laparoscopic left salpingo-oophorectomy and cysto with a hydrosurg irrigation tubing set with probe tip, the surgeon noted the suction probe tip had "metal pieces sticking out of the holes on the operative end". This may have caused bleeding due to the metal hitting the mucosa in the abdomen. All bleeding was controlled and the device was replaced to complete the case.